Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving hydromorphone (10 mg/ml at 0.064 mg/day) via an implanted pump. The indication for pump use was chronic low back pain and spinal pain. On (B)(6) 2016 it was reported that the patient was moved to the ICU (intensive care unit) because she was "acting goofy". The patient in addition had been given more than her prescribed dose of trazodone. The pump physician wanted to rule out any increased sedation from the pump, so the pump was turned down to minimum rate and the patient was doing better. The patient status was reported as "alive -no injury". The diagnostics performed, cause of the patient's symptoms and resolution of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.